Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code cause not established was assigned to this investigation.

Event description:
It was reported that during a photo vaporization of the prostate (pvp) procedure for benign prostatic hyperplasia, in less than two minutes into the procedure, the fiber cap fell off. It was retrieved and removed, and another fiber was used to complete the procedure. There were no patient complications.